Event description:
The customer reported they ran startup on their act diff instrument and found about 20 ml of diluent had leaked onto the counter. There was no biohazard exposure to mucous membranes or open wounds . No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) found the rbc not draining properly causing the bath to overflow. The fse noticed pinch tubing in solenoid valves vl14 and vl15 was worn and he replaced the valves and tubing to resolve the bath overflow. System operation was verified, startup, latron and controls were all within specification. Upon recur, the failure mode identified will likely cause erroneous results for all parameters due improper bath drain. (B)(4).